Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occurred and generator diagnostics were performed that caused an unintended change in device settings. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.